Manufacturer narrative:
Device history review, complaint history review, risk assesment. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Due to no parts returned for examination, cause of this event cannot be determined conclusively.

Event description:
Breakage was reported.

Event description:
Breakage was reported.